Event description:
This report summarizes 8 malfunction events in which the device had a component detach. - 8 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 8 previously reported events are included in this follow-up record. Product return status 8 devices were received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 6 events were previously reported during the reporting quarter; however, 1 previously reported event was included under MFR report # 3015967359-2021-02361 but should be included under this report. 1 event was inadvertently excluded. 8 reported events are included in this follow-up record. Product return status: 8 devices were received.

Event description:
This report summarizes 8 malfunction events in which the device had a component detach. 8 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 6 events were reported for this quarter. Product return status: 4 devices were received. 2 device investigation types have not yet been determined. Additional information: 6 devices were not labeled for single-use. 6 devices were not reprocessed or reused.

Event description:
This report summarizes 6 malfunction events in which the device had a component detach. 6 events had no patient involvement; no patient impact.